Manufacturer narrative:
We have received and evaluated the complaint device. However, we cannot conclusively determine the root cause of the defect since the internal carotid balloon and half of the inflation lumen that leads to the internal carotid balloon was missing. No issue was found with common carotid balloon. Common carotid balloon inflated, retained inflation and deflated as expected. When the rest of the lumen was inspected under microscope, we did not find any blockage inside the lumen that could have prevented the device from deflating. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. There was no injury to the patient as the result of this incident. Device was carefully removed out of the carotid artery.

Event description:
During carotid endarterectomy, internal carotid balloon did not deflate when released. So, the tube was cut and the balloon was pulled out of the carotid artery.